Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Syr pca gripper recall 2017- (B)(4) split nut recall completed. Device received with: claws stick open, barrel clmap cracked, iuis corroded, flange gripper retainer cracked, front case cracked lower left, rear case cracked lower left screw mount, iui bracket stuck broken screw. Not affected: gripper recall (B)(4) updated from rcl to mjr for the major repair needed per (B)(4) replaced gears/claws, barrel clamp, iuis, flange gripper retainer, handles, front case, rear case, iui bracket and wiper seal. Device calibrated and pmed. (B)(4) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, (B)(4)